Manufacturer narrative:
The buttons responded properly. However, corrosion was found on the keypad traces. No button error alarm was noted during testing. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, scratches on the reservoir tube window, and cracked reservoir tube.

Event description:
It was reported that the customer received a button error alarm on her insulin pump and none of the buttons were working . The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 107 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.